Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the date of treatment. Log file review shows that the treatment was completed without an error message. The vacuum and energy values were stable through the treatment. There was no vacuum issues identified. The treatment report review appears as if the flap was decentered towards the inferior position. The position did not change too much, as it can be seen in the side cut mark within the patient interface (pi). Therefore, the actual reason for the suction loss is most likely caused by the off-center placement of the suction ring/pi. This causes a big portion of the suction ring to rest on the conjunctiva on one side and the limbus on the other side. The review indicates all laser settings are within the normal limits. There is no indication for a device malfunction. The root cause cannot be determined conclusively. The most probable root cause is user decentered placement of the suction ring. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported during lasik flap creation of the left eye a vacuum loss occurred in the final few seconds of the "side cut" process. The reporter indicated the flap was able to be lifted, and the treatment was continued. The surgery was completed and no patient harm was reported.